Manufacturer narrative:
The investigation of the returned coil system found the implant damaged, stretched at the proximal section, and separated from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently ongoing.

Event description:
It was reported that an embolization coil implant was placed in a rima collateral and then detached. When the pusher wire was retracted, the proximal end of the coil was observed to be unraveled. An another arterial access site was chosen to retrieve the coil, which was done with a snare device. There was no reported harm to the patient.

Manufacturer narrative:
Corrections. H1 - serious injury.